Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 2088tc competitor lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor reported a product experience without further elaboration. Follow-up with the physician's office did not yield any additional relevant information. The device was explanted and replaced. No patient complications have been reported as a result of this event.